Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display/vertical line and bleeding lcd glass due to vertical cracked lcd controller the mother board. Pump received with scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was dropped. They got caught on the door when they were running. The customer¿s blood glucose level was 15 mmol/l which they have not treated yet. The customer reported that the display was blank. Troubleshooting was performed. They were advised to remove the battery. The customer stated that the screen would illuminate but they could not see anything on it. There were lines on the screen. They saw missing segments on the display during the self-test. The display did not return to normal. The device will be replaced and returned for analysis.